Manufacturer narrative:
The pleora box was returned to the manufacturer for analysis. Analysis found that the power led was not lit when the returned pleora box was installed into a test imaging system. The test imaging system did not ready, and the remote desktop and pendants reported communication was not ready. A faulty pleora box was identified. Analysis found that the reported event was related to an electrical issue.

Manufacturer narrative:
Unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed that it was in standalone mode when starting the imaging system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The interface to the imaging system was returned to the manufacturer for analysis. Analysis tested cable it passed gbit/100t/continuity/system functionality tests and visual inspection.

Manufacturer narrative:
Correction: it was reported that a umbilical cable was replaced. If information is provided in the future, a supplemental report will be issued.